Manufacturer narrative:
The customer reported that the central nurse's station (cns) monitor turned black while in patient use and appeared to have no power to it. The customer tried using the power cord from another monitor, but the issue persisted. It was determined that the elo monitor was bad. The customer found a spare monitor to use and a nihon kohden technical support specialist walked him through setup process. No patient harm was reported. The failed device will not be sent in for evaluation.

Event description:
The customer reported that the central nurse's station (cns) monitor turned black while in patient use and appeared to have no power to it.

Event description:
The customer reported that the central nurse's station (cns) monitor turned black while in patient use and appeared to have no power to it.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme peter dejesus at olympic medical center reported the cns-6201a (pu-621ra sn:(B)(6)) turned all black and looked like it had no power. Customer already tried to switch the power cord from another monitor and it still did not turn on. The elo monitor was bad. Service requested troubleshooting/assistance. Service performed information provided: a/e000528. Customer was advised to put any monitor with the proper resolution in its place in the meantime. Nk support assisted customer in setting up a spare monitor. Investigation result the cns was put into service on 08/01/12, which is over 5 years prior to the reported issue. A review of cns history found no previously reported issues with the display. There was a suspected failure of the cns monitor. The cns monitor is manufactured by a third party company. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. The monitor was over 5 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the part. Condition of the cns and monitor was not provided. As the monitor was not returned, nka evaluation could not be performed. Information on display downtime was not provided. However, this should have been readily detected as cns operator and service manual advises that both the instrument and the patient must receive continual, careful attention. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur, since the alarm indicator is connected to the cns, not the monitor. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. The display had failed well beyond the warranty period. There were no further reported issues with the cns monitor after it was replaced. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 01/22/2018 not 02/21/2018 as listed on MDR initial report.